Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. The md inserted 5.5 into the graft over the guidewire and noticed bleeding at the anastomosis site. Md fixed the bleeding area and advanced the 5.5 catheter from the graft to the axillary artery and noticed more bleeding. The md removed the impella 5.5 and used pledgets, sutures, thrombin, and bioglue at the bleeding site until hemostasis was achieved. One unit of packed red blood cells was given. The patient is stable.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical details provided was sufficient to determine the root cause. The root cause of the access site bleeding was most likely due to use issue since hemostasis was achieved by pledgets, sutures, thrombin and bioglue.